Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. Initial reporter first name: unknown as information was not provided. It was indicated that the iol is not being returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when inserting intraocular lens (iol) model pcb0000050, with serial number (sn) (B)(4), into the patient¿s ocular sinister (left eye) the lens was stuck in the pre-loaded cartridge and would not fully deploy. It was reported outcome does not significantly interfere with activities of daily life, current patient status was reported as recovered, and the lens was discarded. No additional information was provided to johnson & johnson surgical vision.